Event description:
During the procedure, the physician started smelling smoke, and noted that the end of the harmonic scalpel that attaches to the harmonic cord was smoking and had melted, the procedure was completed by that time without any notable harm to the patient. The patient went to the recovery room and was discharged later without complications.